Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The device was found to be in backup vvi. The device went into backup due to failed software upgrade. Attempts were made to upgrade, but were not successful. Device was restored to normal settings. The patient will continue with regular follow up.